Event description:
When patient returned from surgery cardiologist attempted to connect pacer wires to pacer and was unable to do so.what was the original intended procedure?yes.device #1is this a laboratory device or laboratory test?no.